Event description:
It was reported that a 2.5x33 xience xpedition stent was successfully implanted in the left circumflex (cx) coronary artery. Following the implanted stent, a 2.5x8mm xience xpedition stent delivery system (sds) failed to cross through the implanted stent and the device was removed without resistance. A non-abbott sds also failed to cross through the implanted stent. Additional post-dilatation was performed and the same 2.5x8mm xience xpedition sds was re-inserted and again failed to cross through the implanted stent. The device was removed, again without resistance. Once outside the anatomy, the stent was noted missing. Fluoroscopy was performed and the dislodged stent was noted in the left cx, near the previously implanted stent. The dislodged stent was noted fully apposed to the vessel wall after post-dilatation. There was no additional adverse patient sequela and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device was re-inserted after use. Additionally, the proximal lesion was stented first, prior to a distal lesion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the device was attempted to cross through an already placed stent and was re-inserted for a second attempt. The xience xpedition instructions for use states, although the safety and effectiveness of treating more than one lesion per coronary artery with xience xpedition stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Also, an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.